Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported an elevated blood glucose (bg) event. The patient indicated that on (B)(6) 2012, she was hospitalized for multiple diabetes related issues. The patient reportedly called 911 and was transported to an ER by ambulance. The patient had a bg level of "519 mg/dl" with symptoms of diarrhea and severe headaches. The patient's mother was unsure of what treatment the patient received during the hospital visit other than an IV. She was reportedly not admitted to the hospital. She was not using the pump upon arrival to the hospital. She was released from the hospital on lantus injections. A review of the pump revealed that the patient was not in use from (B)(6) 2012, through (B)(6) 2012. The patient explained that she had lost the pump's battery cap. However, it is unknown what date the battery cap was lost, why she stopped using the pump on (B)(6) 2012, and if she was on a backup plan for insulin delivery from (B)(6) 2012. After reportedly finding the pump's battery cap on (B)(6) 2012, the patient resumed pump therapy but was using lantus insulin instead of fast acting insulin. The patient's mother explained that at the time, the patient was confused and she had bg levels in the "200-400 mg/dl" range. The patient's mother attributed the confusion to the "multiple meds" that the patient was taking. The patient was advised to discontinue using the pump and to consult with her health care provider (hcp) regarding insulin requirements when she is unable to use the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient indicated that she was hospitalized for high blood glucose. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.